Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31437458l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ persistent ablation and the patient experienced cardiac tamponade that required pericardiocentesis. At the end of the procedure, identification of tamponade was noted on the patient ("low tension"). Drainage of more than 700ml. The adverse event resolved, and the effusion subsided, and the patient has been discharged home. The cause of the incident has not been determined. However, suspicion of perforation of the coronary sinus. The physician thinks the tamponade occurred because of manipulation of the catheters/sheaths in the coronary sinus. Although coronary sinus perforation was suspected, it was not confirmed and therefore, only cardiac tamponade is captured.